Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported having three low blood glucose levels in one day. The lowest blood glucose reading was 38 mg/dl. Customer stated that he had not been on the insulin pump for a while and that he had overcorrected for the blood glucose. Customer declined troubleshooting. Nothing further was reported.